Manufacturer narrative:
(B)(4) stent migration. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent was implanted as palliative treatment of biliary strictures due to malignant neoplasms during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. Reportedly, the patient had a history of pancreatic cancer. According to the complainant, the patient did not have a prior plastic biliary stent nor a prior metal biliary stent implanted. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported jaundice. Liver function tests were also performed on (B)(6) 2015. According to the complainant, the patient underwent an ercp, CT and an eus fna with a malignant result during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A pancreatogram was performed during the procedure. Prophylactic antibiotics were not given but prophylactic nsaids were administered. A prior biliary sphincterotomy was not performed but was performed during the procedure. The study stent was implanted in a satisfactory manner using ercp. The patient presented to the emergency room on (B)(6) 2015 with abdominal pain and fever. An assessment of biliary obstructive symptoms (abos) was taken on (B)(6) 2015 and reported fever/chills. On (B)(6) 2015 an ercp was performed and the physician noted that there was a complete distal migration of the stent. Reportedly, the migration was not due to stricture resolution. It was reported by the site that they were unable to pass through the ampulla because it was ulcerated by cancer. There was no medical intervention to treat the abdominal pain and fever, nor was the patient hospitalized for it. The physician did not place another stent. On (B)(6) 2016, the patient underwent angiography which showed a severe proximal stenosis. However, the physician was unable to cross the stenosis. The biliary reintervention was completed on (B)(6) 2016 as an outpatient procedure. The unscheduled biliary reintervention was for the management of biliary obstructive symptoms and a recurrence of the original stricture. The biliary reintervention is associated with the device event of complete distal migration of the stent. The patient was re-stented with a different stent via angiography. There were no patient complications reported as a result of this event. There were no associated adverse events reported.